Event description:
It was reported that the zimmer electric dermatome was not operating. No add'l clinical info was rec'd prior to this report. If add'l info is rec'd, a f/u medwatch will be submitted.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 6/6/2012 and has no repair history at zimmer surgical. Evaluation of the device observed the device to be non-operation on the customer's power, as well as the repairs department power supply. Prior to repair, the electric dermatome was within calibration specifications at all tested thickness settings. Customer returned a power supply and the power supply passed supply were necessary. In post-repair, corrosion of the exterior motor casing was observed. The motor did not operate, drawing amps and volts which were outside motor voltage specification. Given the corrosion on the motor casing, it is likely that the interior of the motor was corroded as well and damaged over time, which likely caused the customer's event. The cause of the corrosion was likely due to the entry of moisture within the handpiece. Improper handling related to cleaning or sterilization of the unit most likely allowed moisture to enter the handpiece and lack of preventative maintenance likely allowed damage to occur to the motor over time. No info was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused the corrosion on the motor. The device was serviced and returned to the customer.